Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of needing to change the set, which occurred during use. The technical service representative (tsr) assisted the home patient (hp) as the hp found a hole in the drain line and wanted to change the setup. The tsr assisted the hp to end therapy. The hp had a puppy and thinks the puppy bit a line. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the patient. The patient stated the puppy bit the line and caused the hole. Therapy has been going fine since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was animal damage. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error associated with this event.